Manufacturer narrative:
Device technical analysis: visual analysis of this returned lead sc-2316-70, serial number (B)(6) revealed that the lead was cleanly cut into two pieces near the distal. Electrical test could not be performed due to the cut lead damage. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portions of the lead. Visual analysis and x-ray inspection of this returned lead sc-2316-70, serial number (B)(6)revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik anchor resulting in the reported event. Labeling review: a product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, which can occur at any time due to random failures of components or battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as a part of a system to deliver spinal cord stimulation. Investigation conclusion: based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor, which exposed the bent location to excessive mechanical force or movement causing the cable fractures at the anchor point.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances on the leads causing inadequate stimulation. Reprogramming was performed and was able to capture the patients pain areas, however, the patient underwent a revision procedure where the leads were replaced with MRI conditionality leads. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(6), batch: 15621589.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced high impedances on the leads causing inadequate stimulation. Reprogramming was performed and was able to capture the patients pain areas, however, the patient underwent a revision procedure where the leads were replaced with MRI conditionality leads. The patient was doing well post-operatively.